Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. Customer reported blood glucose (bg) level was 299 (mg/dl) with ketones. A bolus was delivered to address bg level. Troubleshooting determined a pump reset likely occurred. Reportedly, the customer obtained backup insulin therapy.